Manufacturer narrative:
The pipeline flex braid was returned for evaluation without the pushwire or microcatheter. Any contributing factors from the pushwire and microcatheter could not be assessed. Because the pipeline flex braid was not attached to the pushwire, the distal and proximal ends were unable to be determined. As received, the pipeline flex braid was found to be fully open, with severe fraying on one end and moderate fraying on the other end. Based on the analysis findings and event details, the report of pipeline flex failure to open on the distal end could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline flex braid was observed to be fully open with damage (fraying). It is possible that the damaged braid may have contributed to the reported issues. However, the cause for the damages and the resistance could not be conclusively determined. All devices are 100% inspected for damage and irregularities during the manufacturing process. Per our instructions for use (IFU): "if high forces or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and micro catheter simultaneously. Advancement of the pipeline flex embolization device against resistance may result in damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel."

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for a cerebral aneurysm on the left side. The devices were prepared as indicated in the IFU. Vessel tortuosity was normal. The pipeline flex was advanced with resistance in the microcatheter. The microcatheter was repositioned and deployment of the pipeline flex was attempted. It was reported that the pipeline flex did not open during deployment - the device had "inverted" on itself either during advancement through the microcatheter or during delivery. The pipeline flex was resheathed and re-deployed one time; the device still did not open. The pipeline flex was removed from the patient. A new device was attempted and successfully deployed. The angiographic result post-procedure was good. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.